Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an increase in the defibrillation and pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the right ventricular (rv) lead was explanted and replaced to resolve the event. During the replacement procedure, insulation damage was visually confirmed on the rv lead. The patient was stable and will continue to be monitored.